Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: there was no conversion needed (from lap to open). There was neither extended stay nor alterations of procedure because of the incident. There was no use of reinforcement material. The suture was near the previous one. There were no differences in sounds from standard cases. Physician feedback was that the force to' fire was greater than normal.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the 3rd fire, the stapler cut the tissue without suturing. The customer sent two reloads because it couldn't recognize that one involved in the complaint. The surgeon continued the procedure suturing manually. No patient consequences reported.